Event description:
A family member reported that the pump was frozen on the "verify" screen after the patient went swimming in the ocean. The family member reported that two new batteries were tried in the pump and the pump remained frozen on the "verify screen". The family member reported that the pump and keypad were intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.